Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via legal documentation that the customer was deceased. The cause of the customer's death was from cardio respiratory arrest due to cerebral and pulmonary edema from their diabetes. Further information regarding the customer's death was not provided. The insulin pump will not be returned for analysis.